Event description:
It was reported that the right ventricular lead exhibited low, out of range, pacing lead impedance. The lead was explanted and replaced. The patient was in good condition after the event.